Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :no product associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial loosening at cement to implant interface. Cement manufacturer is from depuy. Doi: (B)(6) 2017. Dor: (B)(6) 2018. Right knee.